Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chambers were not returned to fisher & paykel healthcare for evaluation. Investigation is thus based on the information and photographs of the complaint chambers provided by the customer, and our knowledge of the product. Results: the customer reported that the three mr290 chambers base were damaged. Visual inspection of the provided photographs revealed that each of the three complaint mr290 chambers had a vertical crack on the chamber dome. Conclusion: without the complaint devices we were unable to determine the cause for the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in china reported via a fisher & paykel healthcare (f&p) field representative that three units of mr290v vented autofeed humidification chambers had cracked chamber dome found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers are not available for return to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of gathering additional information about the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three units of mr290v vented autofeed humidification chambers had cracked chambers found prior to use. There was no patient involvement.